Manufacturer narrative:
(B)(6). (B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophageal during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the physician sued suction to grasp varices and deployed the band; however the band started to deploy from the distal end of the cylinder. They tried to use the band in the next varices but the band was not ligated on that particular varices. It was reported that there was no difficulty experience when setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable. The device was not returned.